Manufacturer narrative:
The hosp biomed found that the nozzle unit inside the air gas module had a broken feather spring. The nozzle unit has been requested for investigation, but not yet returned. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator malfunctioned while it was connected to a pt. The ventilator was replaced with another one. There was no pt harm. (B)(4).